Event description:
It was reported that a patient's pump was removed due to side effects from 2 different pain medications. Per the reporter, the patient stated that the "effects were more severe than the pain". It was also stated that "they left the catheter in and tied it off in several different places". The type of medication, concentration, and daily dose being administered via the pump were not reported. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).